Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 5517f401, triathlon p/a cr beaded #4l, lot: a3m7k. 5551-g-299, triathlon asymmetric x3 patella, lot: keh4. 5520-b-300, triathlon prim tib baseplate - cemented, lot: bn39l. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
A patient who had a double knee replacement in (B)(6) 2017 was complaining of severe knee pain suddenly.